Event description:
Received information stating unit stopped cycling while on patient use. The puritan bennett customer support engineer (cse) inspected the device and customer's alleged failure could not be duplicated.